Manufacturer narrative:
Twenty unopened and one used medflator inflation syringe systems were returned for evaluation. The one used device was investigated per the reported customer complaint. It was visually inspected, with no deviations observed. It then underwent functional testing for high pressure. The customer's complaint was not confirmed. Two devices of the unopened samples also underwent pressure testing, and the devices were not able to reach maximum pressure. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pressure gauge that is part of an inflation syringe system was slow to react to pressure increases. The delay in pressure gauge reaction to pressure buildup caused the inflation balloon to suddenly and quickly inflate, which in turn, caused the balloon to burst, and consequently, caused rupture of the blood vessel. No patient health information is available at this time.

Manufacturer narrative:
Twenty unopened and one used medflator inflation syringe systems were returned for evaluation. The one used device was investigated per the reported customer complaint. It was visually inspected, with no deviations observed. It then underwent functional testing for high pressure. The customer's complaint was not confirmed. Two devices of the unopened samples also underwent pressure testing, and the devices were not able to reach maximum pressure. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.